Event description:
No adverse event [no adverse event]. Case description: this is a combined initial and final spontaneous device report for absorbable gelatin sponge, class iii device. A contactable certified pharmacy tech reported that the sterility of the absorbable gelatin powder (gelfoam), lot 0awxp exp date 10/2011, had been compromised. There were two boxes that could not be used because, they were no longer sealed, described as absorbable gelatin powder was in a wrap and put in a sleeve that was sealed and the seal was not sealed down on both sides. There was no adverse event in this case. A definitive root cause could not be determined for the reported complaint. This investigation was approved on 10aug2009. A review of all records, including packaging records and quality inspections, for this product indicated that this lot had met established requirements at the time of release. Visual exam of the retained reference samples confirmed that each outer peel pouch was completely sealed. Although, several returned samples did not meet required specification, microscopic eval indicated these samples were originally sealed. The results of the aggressive flex test showed that the seals of the product on the market are unlikely to open as a result of normal handling. Exam of the returned samples showed the inner sections of some outer peel pouch seal areas were weaker than normal and allowed intrusion into the seal area by the inner envelope. A review of the historical complaint history shows that side seal complaints in general are very infrequent and that the rate for absorbable gelatin powder lots are comparable and very infrequent as well. As a result of previous "improper seal" investigations, the mfg site has implemented a process improvement project to optimize the packaging for absorbable gelatin powder. The expected date of completion for the project is 01oct2009. The results of all tests, inspections, and in-process controls were reviewed and have met the established requirements prior to the release of the product lot for distribution. Visual eval of retained samples from the reported lot met required specifications. Lot 0awxp remained acceptable. The preliminary comment indicated that a reportable malfunction/ 30 day incident had been identified. The date of MFR, catalog #, and date implanted/explanted were unk. The device was labeled as sterile and this was the initial usage of the device. The device was available for eval and was evaluated by the MFR. The device age, accessories/associated devices, other number, model number, serial number, and software version were not applicable. (B)(4). The current location of the device was kalamazoo, michigan and the device was purchased in the us. The investigation has been closed. F/u status: case closed ((B)(6)2009).

Manufacturer narrative:
Reportable malfunction/30 day incident identified. This case is regarding gelfoam powder where the sterility of the device was reported to have been compromised. There was no associated adverse event in this case since no pt was affected. As described in this report, gelfoam is in a wrap and put in a sleeve that was sealed and the seal was not sealed down on both sides. An investigation was performed on the returned samples and reference samples for the affected lot, however, a definitive root cause could not be determined. The results of all tests, inspections and in-process controls were reviewed and met the established requirements prior to release of this product lot for distribution. A review of the historical complaint history indicated that side seal complaints were very infrequent and the rate for gelfoam powder lots was also very infrequent. As a result of previous seal investigations, a corrective action plan had been implemented at the mfg site to optimize the packaging for gelfoam. This plan has a completion date of 01oct2009. Based on the info provided in the case, this individual report would seem to modify the risk-benefit profile of the subject device.